Event description:
It was reported the network card was not being recognized. It was also reported the programmer was dropped. The programmer and rf (radio frequency) head were returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. The device powered up with a system error. The hard disk drive was making loud noises and found out of mechanical specification. The system fan was noisy and found out of mechanical specification.